Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for follow-up, myopotential oversensing was observed. Programming changes were made. Patient was fine.